Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Customer resolved the issue by reseating the endoscope. An RMA was not issued for return as the customer reported that the instrument would not be returned. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera image from a 30-degree endoscope had an inverted image, but after a power cycle, the image was corrected. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no uncontrolled motion. The event did not involve reversed controls. The power went out and when it came back, the view was backwards and upside down. There was no damage observed on the endoscope¿s adapter/base. Prior to the event the endoscope was manually rotated 180 degrees. The team is unsure if the surgeon manually associated the right and left controls with the respective arms for intuitive motion. The product will not be returned for evaluation. No photos or images were available.